Event description:
It was reported that the surgeon was advancing a three piece silicone lens model aq2003v, and a haptic bent and tore in the cartridge prior to insertion. No pt contact.

Manufacturer narrative:
Eval results - a visual inspection of the returned prod shows one haptic is bent and torn. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: it is likely that damage to the lens occurred while maneuvering through the delivery sys. An investigation was opened to eval a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.